Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2023-05450. It was reported that the patient had high impedances on their l4 and l5 leads as a result they lost effective therapy. Surgical intervention was undertaken to replace the leads and the ipg was replace electively. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.